Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited glue separation of the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data through the product technical investigation (pti) process, possible causes include stress problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.